Manufacturer narrative:
Concomitant medical products: 50ml bd syringe; pri tubing; therapy date (B)(6) 2015. The customer¿s experience of the pump alarming for channel disconnect/channel error was confirmed via log analysis. The pcu event log showed a channel malfunction occurred on the pump module at 11:12 pm on (B)(6) 2015 and the infusion was stopped. The pcu and pump module error log showed that a sensor broken high failure (error code 240.4150.0) was the cause of the channel malfunction. The root cause of the channel disconnect/channel error was identified as a sensor broken high failure (error code 240.4150.0) that occurred on the pump module.

Event description:
The customer reported that several channels had been infusing for about 20 minutes before the pump alarmed for channel disconnect/channel error and would not restart. The line was not connected to a patient.